Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was air leakage in the tracheostomy balloon during use on a comatose patient with respiratory failure. This prolonged the patients operation time. The tracheostomy cannula was replaced.

Manufacturer narrative:
No device was returned for evaluation. During the manufacturing process, devices are routinely inflation tested. Customer stated cuff leak was found during use, most probable root cause of leak is due to device coming in contact with sharp edges. Device history review of the reported lot number showed no non-conformities during the manufacturing process.